Event description:
Reportedly, the patient suffered from an out of hospital vf arrest. At bedside check post event on (B)(6) 2022, the ICD detected a fast vt at approximately 260bpm, with unsuccessful atp therapy delivery. The fast vt was converted to a vf upon first shock. The subsequent 5 shocks failed. The patient was resuscitated after approximately 25min via external shock from qas. There was also a secondary event post resuscitation that the device delivered failed shocks. The patient is under the impression that his ICD failed to deliver shocks. The ICD was disposed of in clinical waste during an upgrade to crt-d system. Based on preliminary analysis results, no anomaly is suspected on the subject ICD.

Manufacturer narrative:
Please refer to the attached analysis report. Event date corrected.

Event description:
Reportedly, the patient suffered from an out of hospital vf arrest. At bedside check post event on (B)(6), 2022, the ICD detected a fast vt at approximately 260bpm, with unsuccessful atp therapy delivery. The fast vt was converted to a vf upon first shock. The subsequent 5 shocks failed. The patient was resuscitated after approximately 25min via external shock from qas. There was also a secondary event post resuscitation that the device delivered failed shocks. The patient is under the impression that his ICD failed to deliver shocks. The ICD was disposed of in clinical waste during an upgrade to crt-d system. Based on preliminary analysis results, no anomaly is suspected on the subject ICD.